Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station had not shown as failed in recovery storage space, but in the storage space configuration, both the main and the auxiliary had been highlighted in pink. The field service engineer powered down the station and removed the station bus cable running to the back of the drawers. There were a few spots where the cable had appeared worn and close to rubbing through. The field service engineer covered the worn areas, reinstalled the cable into the drawers, powered the station back on and confirmed that the station was working correctly. The storage space was configured properly, and there were no failures. The system functioned as intended after the field service engineer repaired the device.